Event description:
"Submission of this report by mentor is pursuant to the provisions of 21 cfr part 803, but not necessarily required thereby. Mentor h/s expressly denies thay any information contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b)(3), this report shall not be admissable into evidence or otherwise used in any civil action" pursuant to info received from the physician, the pt was implanted a siltex low bleed gels on 7/6/93. Subsequently, it was noted that the pt had developed an infection and pain in her left breast and the device was removed on 2/11/97. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.